Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The device was replaced. The pt was not harmed or injured as a result of the event.